Manufacturer narrative:
(B)(4).

Event description:
It was reported that the biosure ha 9x30mm screw broke during a procedure. Surgeon reportedly removed the original biosure ha 9x30mm screw and implanted another. There is no report of patient injury associated with the alleged event and the delay in the procedure is reported as unknown.

Manufacturer narrative:
One 9x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 16mm of the distal end of the screw has broken off; the broken portion was not returned for examination. The threads above the break are deformed and missing small pieces. The major diameter of the screw was measured and found to meet print specification. Clinical details report that the bone tunnel and graft were 8mm in diameter. Per the device IFU ¿choose an appropriate size biosure ha interference screw¿. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).